Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted. Received via medwatch report number: (B)(4).

Event description:
It was reported that a spectrum pump under infused. It was stated that the delivery dose of vancomycin was found with half of the dose still left in the bag (dose, programmed amount and delivery rate unknown). This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction b5: the event occurred during patient infusion and not an unspecified process step as initially reported. Additional information h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found to deliver within specification during flow testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No component could be determined for causality therefore no correction is required. Should additional relevant information become available, a supplemental report will be submitted.